Event description:
During the heating phase of a hydrothermal ablation procedure using a hta system, the inflow tubing on the procedure set was collapsing and disrupting flow through the ablation handset. Hta procedure set replaced with same problem occurring. Staff nurse contacted company for clinical application troubleshooting. Company rep informed clinician to flush tube to check for clots. Flush complete and still no flow. Procedure aborted by surgeon and both hta sets sent to biomedical for evaluation.====================== health professional's impression======================device failed to operate after set up and heating.====================== manufacturer response for hta procedure set (2 each), hta procerva======================manufacturer aware of incident but not aware of upcoming action. Biomedical to contact manufacturer for return and evaluation of hta sets.